Event description:
It was reported that during an unspecified surgery, it was observed that the motor device was loud during burr check. There were no delays in the planned surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.